Event description:
I have a lap-band implantable medical device (lap-band adjustable gastric banding system - (B)(4)) which was inserted in early 2010. I also have sleep apnea, which is one of the comorbidities that the lap-ban is recommended for treating. Approx 3-6 months after my device implanted, I began to have several issues with aspirating vomit during use of my CPAP equipment. This issue had never happened previously, in many years of CPAP usage. Several of these incidents were severe enough that I was unable to breathe for several seconds, and I believe without assistance from my wife, I may have died. I then sough to have the amount of restriction in the device lessened, and finally deflated completely, as the complications from the lap-band were too great. This morning on (B)(6) 2015, despite my band being completely deflated, and presumably inert, I again aspirated vomit, and again was not able to breathe, at all, for several seconds. I became dizzy and almost lost consciousness. This incident was severe enough that I was transported to the emergency room. It is my opinion, based on my experience with the CPAP device for more than 10 years, and as a recipient of a lap-band, that the mechanism with which the lap-band works is flawed, and it should not be proscribed as a potential treatment for persons with obstructive sleep apnea. (Osa).